Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device dislocation ('migration of essure device: uterus- sticking out'), device expulsion ('malposition of essure device: uterus'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/ pregnancy (termination)'), genital haemorrhage ('abnormal bleeding (general)') and fallopian tube spasm ('left side had a perforation of the uterus at that time, due to tubal spasm') in a (B)(6) year-old female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included body mass index abnormal, multigravida and parity 2 (((B)(6) 1996; (B)(6) 2005).). Concurrent conditions included abdominal pain, chronic anemia, nauseous, vomiting, thyroid disorder, low back pain, gait inability, chest pain, neck pain, dizziness and photophobia. Family history included smoker (mother). Concomitant products included ibuprofen from 2013 to 2016 for dysmenorrhea, levothyroxine sodium since 2014 for hormonal imbalance and thyroid disorder, caffeine; paracetamol (excedrin) since 2013 for migraine and headache as well as acetylsalicylic acid (aspirin), fentanyl, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera) since 1997, multivitamins, plain since 2013, naproxen sodium (aleve), simethicone (gas x) since 2013 and vitamin d nos (vitamin d) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 13 days after insertion of essure. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("other injuries: extreme cramping"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2013, the patient experienced pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition: gastrointestinal painful gas") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced libido decreased ("hormonal changes: less sexually active, generally did not feel like self") and depression ("hormonal changes: depressed moments/ psychological or psychiatric problems:depression"). In 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube spasm (seriousness criterion medically significant), abdominal pain upper ("stomach cramp") and thyroid disorder ("thyroid issue"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (bilateral laparoscopic tubal banding and bilateral laparoscopic tubal banding in 2013/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, fallopian tube spasm, pelvic pain, female sexual dysfunction, fatigue, flatulence, alopecia, libido decreased, headache, depression, vaginal discharge, weight increased and thyroid disorder outcome was unknown, the migraine had resolved and the dysmenorrhoea, abdominal pain lower and abdominal pain upper was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube spasm, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, headache, libido decreased, migraine, pelvic pain, thyroid disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Computerised tomogram head - on (B)(6) 2016: normal CT scan of the head. Nuclear magnetic resonance imaging brain - on (B)(6) 2016: normal mr angiogram of the head. On (B)(6) 2016: normal MRI of the brain. Nuclear magnetic resonance imaging neck - on (B)(6) 2016: normal mr angiogram of the neck. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: cramping, pain, low abdominal pain, stomach cramp, headache, migraine". Most recent follow-up information incorporated above includes: on 23-may-2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- abnormal bleeding (general), apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal painful gas, hair loss, less sexually active, thyroid issue, depressed moments, malposition of essure device: uterus, migraines, headaches, migration of essure device: uterus- sticking out, pain, pregnancy (ectopic), device ineffective, vaginal discharge, weight gain, dysmenorrhea (cramping), stomach cramp, she did not undergo confirmation test. And event added from medical record-"uterine perforation, fallopian tube spasm". And event- "depression" clubbed to event- "depressed moments", event- "pregnancy (termination)" clubbed to event-"pregnancy (ectopic)". Reporter information, medical history, concomitant drug, events onset date, events outcomes, lab data was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device dislocation ('migration of essure device: uterus- sticking out'), device expulsion ('malposition of essure device: uterus'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/ pregnancy (termination)'), genital haemorrhage ('abnormal bleeding (general)') and fallopian tube spasm ('left side had a perforation of the uterus at that time, due to tubal spasm') in a 33-year-old female patient who had essure (batch no. A57117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included body mass index abnormal, multigravida and parity 2 ((B)(6) 1996; (B)(6) 2005). Concurrent conditions included abdominal pain, chronic anemia, nauseous, vomiting, thyroid disorder, low back pain, gait inability, chest pain, neck pain, dizziness and photophobia. Family history included smoker (mother). Concomitant products included ibuprofen from 2013 to 2016 for dysmenorrhea, levothyroxine sodium since 2014 for hormonal imbalance and thyroid disorder, caffeine;paracetamol (excedrin) since 2013 for migraine and headache as well as acetylsalicylic acid (aspirin), fentanyl, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo provera) since 1997, multivitamins, plain since 2013, naproxen sodium (aleve), simeticone (gas x) since 2013 and vitamin d nos (vitamin d) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 13 days after insertion of essure. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("other injuries: extreme cramping"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) gain"). On (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2013, the patient experienced pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition: gastrointestinal painful gas") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced libido decreased ("hormonal changes: less sexually active, generally did not feel like self") and depression ("hormonal changes: depressed moments/ psychological or psychiatric problems:depression"). In 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube spasm (seriousness criterion medically significant), abdominal pain upper ("stomach cramp") and thyroid disorder ("thyroid issue"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (bilateral laparoscopic tubal banding and bilateral laparoscopic tubal banding in 2013/bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, fallopian tube spasm, pelvic pain, female sexual dysfunction, fatigue, flatulence, alopecia, libido decreased, headache, depression, vaginal discharge, weight increased and thyroid disorder outcome was unknown, the migraine had resolved and the dysmenorrhoea, abdominal pain lower and abdominal pain upper was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube spasm, fatigue, female sexual dysfunction, flatulence, genital haemorrhage, headache, libido decreased, migraine, pelvic pain, thyroid disorder, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Computerised tomogram head - on (B)(6) 2016: normal CT scan of the head. Nuclear magnetic resonance imaging brain - on (B)(6) 2016: normal mr angiogram of the head.; on (B)(6) 2016: normal MRI of the brain. Nuclear magnetic resonance imaging neck - on (B)(6) 2016: normal mr angiogram of the neck.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: cramping, pain, low abdominal pain, stomach cramp, headache, migraine". Lot number: a57117, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.